Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was unknown. It was reported the patient was not hospitalized for the event. The day after event onset, the patient was treated with intraperitoneal (ip) vancomycin injection (1 gm per bag, discontinued after two days, frequency not reported) and ip fortum injection (1 gm per bag, discontinued after two days, frequency not reported) for the event. It was reported the patient was recovered from the cloudy fluid event two days after event onset. Pd therapy was ongoing. No additional information is available.